Event description:
It was reported that the patient woke up one night, in august, and received a shocking sensation before his device turned off. The device hadn't been used since, but at the time of report, the patient wanted to begin using the device again. Ten days later, it was reported that an impedance test showed normal ranges on (B)(6) 2012. No malfunctions were seen and no interventions were taken or planned at the time of report. His stimulation was capturing all the correct areas and felt pleasant. It was noted that the stimulator was discharged at the time of report. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. (B)(4).